Event description:
It was reported the ventricular connector of the epg (external pulse generator) is broken. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Ventricular output connector is broken. Upper case is dented. Lower case, battery drawer, and one side bail cover are broken. Heart block is contaminated. Battery contacts are compressed. The ring is bent.